Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis, myocardial infarction and death occurred. The patient presented emergently with acute coronary syndrome and a percutaneous coronary intervention was performed. The patient's blood pressure was low upon transfer to the hospital. The target lesion was noted to be chronic total occlusion (cto) located in the proximal left anterior descending artery (lad). The lesion was noted to be 24mm in length with a tortuous pass located proximal to the lesion. The lesion was also noted to have thrombus. Pre-dilation was performed with a 2.5x15mm non bsc balloon and a 3.5x24mm synergy stent was deployed at 11atms. Post dilation was performed. Residual stenosis was 25% with timi grade 3 flow. Final angiography revealed remaining thrombus in the implanted stent; however, the procedure was closed. It was further reported that during the procedure, the patient experienced shock when the non bsc guide catheter was deeply engaged. Cardiac massage was performed twice. In addition to the cto lesion, the left main coronary artery was 50% stenosed and the distal lad was occluded. Per the physician, with these conditions, the blood within the implanted stent in proximal lad was low. Due to the low blood flow, the thrombosis was not treated. Ivus was not performed. Thirteen days later, the patient was transferred to the hospital with acute myocardial infarction. Coronary angiography confirmed stent thrombosis; 99% stenosis and slow flow were observed. An intra-aortic balloon pump was inserted and balloon angioplasty was performed with a non bsc balloon to 16atms. This restored blood flow; however, the patient had low blood pressure, decreased cardiac function "was not much" and ejection fraction (ef) was 40-45. The cause of death was acute anterior myocardial infarction. No autopsy will be performed.